Manufacturer narrative:
As reported, the sorbafix fixation device is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records indicate product was manufactured to specification. The instructions-for-use include with the device recommend the following: 1. Place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. 2. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. 3. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area." If/when the sample is received and evaluated or additional information is provided, a supplemental MDR will be submitted.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, the bard/davol sorbafix enhanced fixation device was fired, but did not fixate into the mesh. There was no reported patient injury.